Manufacturer narrative:
The device is not available to the manufacturer.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the returned device found that the guidewire was slightly bent on several places along its length. The cause for the observed bends most likely related to shipping/transportation because these bends were not mentioned or reported. The guidewire polytetrafluoroethylene (ptfe) coating was peeled/scraped off on several places between 14.0cm and 34.0cm from the proximal end. The ptfe coating appeared to be scraped off of the guidewire with the torque device collet. From the condition of the guidewire it appeared that the torque device had been dragged down the guidewire ptfe. The guidewire dimensions were within specification. Friction was noted during functional test with a demo excelsior sl-10 microcatheter, likely due to the observed bends. The torque device was not returned. The directions for use (dfu) cautions to: "securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.)." The observed peeling ptfe coating on the proximal end of the guidewire was probably due to the insufficient tightening of the torque device. Therefore, a root cause of dfu instructions not followed has been assigned to the ptfe coating peeling.

Event description:
During the device preparation, it was noted that "the outer coating was peeling off the wire." There was no patient involvement.

Event description:
During the device preparation, it was noted that "the outer coating was peeling off the wire." There was no patient involvement.